Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: evaluation revealed the pump powers up with a dim and reddish display contrast. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the display was dim and reddish. This report is made based on results of investigation completed on 02/02/2015.